Event description:
Procedure type: urological. According to the reporter, the pt underwent an anterior repair and posterior repair procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. The device remains implanted. Additional information has been requested from the doctor, but not yet received.

Manufacturer narrative:
Reference MDR #: 9615742-2009-00054 (avaulta posterior biosynthetic support sys). Bard MDR reference#: 1018233-2009-00080. Note: this report is associated with bard report # for avaulta anterior system, bard product. The original procedure was performed at the hospital.